Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the buttons were unresponsive. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.

Manufacturer narrative:
Unit had cracked case at battery tube side, minor scratched display window, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button. Unit had intermittent button response on the select and down button due to moisture damage noted on the keypad traces. During visual inspection, found the keypad connector was properly locked.